Event description:
It was reported that pump experienced malfunction alarm with code 16, and customer¿s blood glucose reading showed as ¿high¿ after no notable events had occurred beforehand. Customer used afrezza insulin to address elevated blood glucose, and there was no indication that third-party medical assistance was required. Technical support confirmed pump was included in field correction, completed field correction form on behalf of customer, and arranged replacement pump after pump shut down and fault identification could not be confirmed. Customer will continue to use current pump.